Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient implanted with a neurostimulator for essential tremor and movement disorders. It was reported that this is the second surgery they have had because the implant was too big. The patient noted that it was coming through their skin and they are bruised. It was stated that the patient had spoken to at least two manufacturer representatives in patient services regarding the issue. It is unknown what troubleshooting/diagnostics were performed related to the event, or what the cause of the event was. No further complications are anticipated.